Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube underfilled. The patient was recollected. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6), the patient came to the hospital to participate in the medical examination of the insured residents. The nurse takes out the disposable venous blood collection needle, checks the integrity of the outer package, takes out the vacuum blood collection tube after the puncture is successful, and inserts the rubber end of the blood collection needle into the vacuum blood collection tube. At this time, it is found that only a small amount of blood flows into the vacuum blood collection tube. The nurse will the rubber end of the blood collection needle was pierced in again. The blood flowing into the vacuum blood collection tube did not increase. Check the puncture point on the arm for abnormalities. Immediately pull out the vacuum blood collection tube and replace it with a vacuum blood collection tube of the same specification and batch number. Blood collection was successful. This incident was an isolated case, causing no injury, but delaying the nurse's operation time.